Event description:
It was reported that an arteriotomy closure of the left femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, the plunger was withdrawn from the device; however, the plunger did not catch the suture, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed an incomplete blow through as the posterior cuff successfully captured the needle during needle deployment, but failed to be ejected completely out of the posterior foot pocket. Subsequently, when the plunger was removed from the device, the link was held on one end by the mislocated posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs and anterior needle barb. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The foot was intact. A failure to eject the posterior cuff out of the posterior foot pocket and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for an incomplete blow through include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. Inspection of the needle shank revealed no obstructive materials, which could prevent the push mandrel from traveling beyond the distal end of the posterior needle to eject the posterior cuff completely out of the pocket. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The push mandrel travel was tested on every needle plunger during manufacturing. There were no challenging anatomical conditions, which could have contributed to the reported event. Based on the successful testing of the push mandrel travel during investigation and manufacturing, the probable cause for an incomplete blow through that resulted in subsequent anterior cuff-to-needle tip detachment is not fully depressing the plunger. The instructions for use (IFU) states: while maintaining device position, deploy needles by pushing on the plunger assembly (in the direction marked 2) until the collar of the plunger makes contact with the proximal end of the body. Visually confirm that the collar of the plunger is in contact with the body of the device. No manufacturing or quality issue was detected. With no indication of a product deficiency, no inventory or retain sample testing is being performed. In process testing such as push mandrel travel met specification. The probable cause for an incomplete blow-through and subsequent anterior cuff-to-needle tip detachment was determined to be incorrect technique and not a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a product quality deficiency.